Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of feeding tube blocked/occluded. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the obturator rod found it to be without issue and properly radiused. Residue was found inside the button body but the device was not occluded. The reflux valve was properly attached and functioned correctly. A functional evaluation of the device was performed by injecting water through the device using a 20 cc syringe. No blockage was noted and water flowed through the button as expected. It was noted that the condition of the returned unit was not consistent with the complaint incident that the button device was blocked/ occluded. Therefore, the complaint failure mode (feeding tube blocked / occluded) was not confirmed.

Event description:
It was reported to boston scientific corporation that a low profile button replacement g tube was used during a percutaneous endoscopic gastrostomy replacement procedure performed on (B)(6) 2015. According to the complainant, post procedure, nutrition was unable to flow smoothly in the replacement button. It will be replaced with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a low profile button replacement g tube was used during a percutaneous endoscopic gastrostomy replacement procedure performed on (B)(6) 2015. According to the complainant, post procedure, nutrition was unable to flow smoothly in the replacement button. It will be replaced with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.